Event description:
It was reported that while using bd facscanto¿ ii facsflow that was under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: the instrument's check valve burst and is leaking facsflow. Liquid. Not contained. Yes spray, facsflow.

Manufacturer narrative:
H.6. Investigation: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962 and serial # (B)(6). ¿ problem statement: customer reported complaint on a leakage not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date ranges from 11jun2020 to date 11jun2021. ¿ complaint trend: there are 11 complaints related to the issue of a leakage not contained within the instrument due to a worn valve. Date ranges from 11jun2020 to date 11jun2021. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # (B)(4), was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to a worn check valve. Check valves are connected onto waste tubings to prevent contamination from backflow. The fse (field service engineer) confirmed the issue was due to the check valve (pn 334044) and that the leaking fluid was facsflow. They replaced the part and confirmed that the instrument was working as intended by running a cst test with good results. No parts were requested for evaluation as the replaced part was not returnable and was discarded. After the repair the instrument was tested and was performing as expected. While there was a spray of fluid not contained within the instrument, it was not to a degree to significantly increase the risk of contact with the customer. Additionally, the fluid that leaked was sheath fluid and did not come in contact with the customer or bd personnel. Although patient samples were being used, the results captured were not used for any diagnosis due to the leakage so no patients were harmed. The safety risk is limited, s2, and there was no impact to customer health or safety. ¿ service max review: review of related work order #: (B)(4), case # (B)(4). Install date: (B)(6) 2014. Defective part number: 334044 - check valve waste. Work order notes: o subject / reported: 338962 - bd facscanto ii - wet cart check valve burst. O problem description: the instrument's check valve burst and is leaking facsflow. O work performed: changed connector 334044 on the wetcart. Runned a cst with good results. Instrument works good. O cause: bad connectors 334044. O solution: changed connector. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿8¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 rev. 12/vers. J whereby the leakage was obvious or indicated by additional (warning) information and hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. O item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.2 not connected. O potential effect(s) of failure: 4.1.2.1 sheath line not connected to instrument or wet cart. O potential cause(s)/ mechanism(s) of failure: pressure build-up in line to sheath pump. Line pops off pump and leaks fluid inside wet cart. O current controls: user observation of leak. O recommended actions: 1. Install bypass regulator to limit pressure 2. Replace knf pump by hargraves pump. O severity: 8. O occurrence: 4. O detection: 1. O rpn: 54. O item: 23. Valves. O function: 23.1 block, pass, or direct fluids. O potential failure mode: 23.1.1 valve leaks. O potential effect(s) of failure: 23.1.1.1 fluidics mode operates incorrectly, degradation of performance. O potential cause(s)/ mechanism(s) of failure: 23.1.1.1.1 stuck valve or debris or saline buildup. O current controls: di rinse daily o severity: 5. O occurrence: 7. O detection: 1. O rpn: 35. Mitigation(s) sufficient yes no. ¿ root cause: based on the investigation results the root cause of the spray of fluid was due to a worn check valve. ¿ conclusion: based on the investigation results the root cause of the spray of fluid was due to a worn check valve. The fse confirmed the issue and replaced the old check valve with a new one. After the repair, the instrument was rebooted, tested, and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety.

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facscanto¿ ii facsflow that was under pressure sprayed outside of instrument. There was no user impact. The following information was provided by the initial reporter: the instrument's check valve burst and is leaking facsflow. Liquid. Not contained. Yes spray, facsflow.